Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event. Device not returned.

Event description:
Patient reported wound site infection about ten days post surgery. She also reported pain immediately following mesh being implanted. Patient reported mesh had to be removed six weeks after implant due to infection.

Event description:
N/a.

Manufacturer narrative:
A full review of the device history records was conducted. The review indicates that this lot of mesh met all quality and performance criteria. There were no non-conformances related to the complaint. A review of the sterility records was also conducted. The review shows that this lot of mesh passed all sterility requirements and that there were no sterility cycle deviations during the process of sterilization. Based on the details of the complaint atrium medical corporation cannot conclude the device was directly related to the cause of the complaint. Clinical evaluation: the instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs.